Manufacturer narrative:
Analysis narrative: no conclusion code available. Final analysis confirmed the reported telemetry anomaly. The root cause of the anomaly was unable to be determined. After device firmware download, the device exhibited normal device characteristics.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant, the pulse generator exhibited a telemetry anomaly. The device was not used and a new device was implanted. No patient symptoms were reported.